Event description:
The hcp reports the patient had their intrathecal drug delivery system explanted in 2006 due to infection. The patient presented the month prior 2 with signs of infection including redness, heat and swelling at the pump site. The patient was hospitalized and cultures were taken which produced staph aureus growth. The patient did not have meningitis. The patient was placed on oral and IV antibiotics and the infection appeared to have resolved. The decision was made not to explant at that time. The patient presented at the clinic for a second time with an apparent pump site infection. The patient was hospitalized, IV and oral antibiotics were started and cultures were taken which produced mssa growth. The pump and catheter were explanted. The patient was given oral baclofen and danaflex until the pump could be replaced. The patient is still on some oral baclofen as he is slowly titrated to the intrathecal baclofen. The patient has recovered and the new pump is working well.